Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported there was no phacoemulsification power and no suction during a surgical procedure, the staff exchanged cassette and re-tightened the tips on the handpiece but that did not resolve the issue. There were no system messages displayed. The system was turned off and re-started and case was completed without patient harm. Additional information was requested and received.

Manufacturer narrative:
The company service representative examined the system was able to confirm, but not replicate the reported event. The company service representative found a system message (sm) in the event log, which may indicate a possible blocked phaco tip. The male pneumatics connector was replaced as a preventive measure. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).